Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts. There was no adverse impact to the customer's blood glucose level. Customer followed technical support instructions to press button in different ways and to connect pump to working power source, but pump did not start and showed red light without vibration, so technical support arranged replacement of pump under warranty, confirmed pump details and shipping address, instructed customer to use multiple daily injections as backup insulin therapy, provided storage and return instructions, and requested return of problematic pump within 10 days.